Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited no telemetry or output, nor could magnet tones could not be elicited. The device was replaced.